Event description:
It was reported that on (B)(6) 2010 the patient was found to have a positive stress test and subsequently underwent stenting in the proximal right coronary artery (rca) with two promus stents, sizes 3.5x28 and 3.5x18. On (B)(6) 2010, the patient was hospitalized with chest pain. The patient underwent percutaneous transluminal coronary angioplasty in the non-target first obtuse marginal artery. Catheterization report showed diffuse in-stent restenosis in the rca,. There was no reported treatment for the in-stent restenosis. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 18 mm promus is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported angina and re-stensosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.